Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have main tube abrasions. The vse instrument was found to have damaged insulation, resulting in missing pieces. A piece of the insulation was returned, measuring approximately 0.119" x 0.093" in size. Missing pieces from the damaged insulation measured approximately 0.063" x 0.105" and 0.041" x 0.077" in sizes. No failures were observed during log review. The vse was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The vses instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The vse passed cutting and energy delivery tests. The vse instrument passed jaw ceramic dot verification and ceramic dot swipe tests. This failure is typically associated with mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting breakage resulting in fragments fell inside the patient, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the vessel sealer extend (vse) instrument broke and fragments fell inside the patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the gray part of the shaft of the vessel sealer extend (vse) instrument peeled off and some fragments fell inside the patient. All pieces were retrieved during the same surgical procedure with no reported injury. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use and no damage or anything out of the ordinary was found. The surgeon believed the breakage was caused by the shaft colliding with other instrument inside the patient. Upon the final removal of the instrument, the wrist was straightened but the customer was unsure if there was any resistance felt upon removal of the instrument through the cannula. All fragments were retrieved with an assisting instrument and confirmed. No additional surgical procedure required to remove the fragment. Post-operative tests like x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.